Manufacturer narrative:
PMA/510(k) # k162717 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: MDR- 2054 301-053 ae3 - device issue: stent migration; relationship: device; not related, procedure; not related, pre-existing: no, deficiency: no distal stent migration to stomach 250 days post-stent placement ¿ no treatment (severity +1 as per medical advisor) patient outcome: resolved (patient recovered/stabilized).

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4), and it was created in response to a pmcf study. Manufacturing records review: prior to distribution all evolution® esophageal controlled-release stent - fully covered devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0067) lists ¿stent misplacement and/or migration¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedural adverse event and/or patient pre-existing conditions. As per the instructions for use, stent migration is listed as a potential complication following the placement of the stent. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the stent migrated to the stomach 250 days post stent placement. From the pmcf study, no treatment was required as a result of this occurrence. The patient recovered/stabilized.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-sep-24.